Event description:
It was reported that the patient had not used their device for 3-4 weeks and it went into overdischarge (od). The patient had a previous od a year ago, but it was suspected that this was the third strike/third od as the device was at end of service (eos). It was advised that the device be replaced. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the cause of the event was due to 3 overdischarges of the implantable neurostimulator (ins). It was noted that no abnormal impedances were measured. It was further noted that the patient did not charge the battery routinely. It was noted that the ins was reprogrammed on (B)(6) 2013. It was noted that the battery was interrogated and determined to be in an overdischarge state. It was noted that a surgical replacement occurred on (B)(6) 2013. The patient was not hospitalized due to this event. It was noted that the patient recovered without sequelae.

Event description:
Additional information received reported that the patient's battery was replaced on "(B)(6)."